Event description:
Overdelivery of dilaudid reported. The nurse programmed the pump to deliver an unspecified hydration fluid via the primary line at an unspecified rate. A dilaudid mixture of 10 mg in 100 ml was to infuse at 20 ml/hr. The nurse connected the dilaudid to a lower y-site on the administration set, and not to the secondary line of the cassette. The hydration fluid was set on the primary side at 20 ml/hr. The dilaudid container reportedly emptied after two hours. The IV specialist and the clinical specialist for the hosp were asked to assess the set up after the event. They stated "the pump was not programmed correctly and the tubing set up was not right." The display indicated delivery of 40 ml, which was indicative of the delivery of the hydration fluid at 20 ml/hr over two hours. The pt did not experience any adverse effects from the event and did not require any intervention. His vital signs remained within normal limits.